Event description:
It was reported that patient experienced hyperglycemia event on (b)(6) 2026 which was treated via pump

Manufacturer narrative:
Initial 1 of 2.This emdr is being submitted for an 10 number quantity.E1: Patient city: (b)(6) Patient country: CanadaName: (b)(6)Street: (b)(6) Based on the available information, this event is deemed to be Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380